Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that contamination of the device occurred. A 2.00 mm x 30.00 mm agent dcb was selected for treatment. Upon unpacking, contamination/foreign material was noted on the device. The procedure was completed via an alternate method and no patient complications occurred.